Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, minor scratched lcd window and missing end cap. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they had symptoms of high blood glucose such as nausea and ketones. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the insulin pump did not alarm when the insulin delivery stopped. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.